Manufacturer narrative:
Cerejo, r., bain, m., john, s., hardman, j., moore, n., hussain, m. S., <(>&<)> toth, g. (2017). Flow diverter treatment of cerebral blister aneurysms. Neuroradiology, 59(12), 1285-1290. Doi:10.1007/s00234-017-1936-6 the pipeline devices will not be returned for evaluation as they remain implanted in the patients. Based on the provided information, there does not appear to have been any defect of the devices during use. The events occurred in the patients post-procedure and the causes could not be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic literature review found reports of patient complications after pipeline placement. The purpose of this article was to evaluate the use of flow-diverter treatment of blood blister-like aneurysms. The authors retrospectively reviewed eight patients who underwent pipeline placement in the treatment of ruptured blood blister-like aneurysm. Of the 8 patients, 5 were female and the median age was 49 years. The article states that the following results were observed: patient 8 ((B)(6), female) underwent placement of two pipeline devices in the treatment of a supraclinoid internal carotid artery (ica) blood blister-like aneurysm. The patient reported experienced a post-procedural ischemic stroke. The article notes that the pipeline had covered the origin of the anterior choroidal artery; however, there were no branch occlusions or slow flow noted in any visualized vessels. Imaging showed a small stroke in the caudate head. Mrs was 3 one year later. Patient 6 ((B)(6), male) underwent placement of two pipeline devices in the treatment of a supraclinoid ica blood blister-like aneurysm. The patient experienced spinal epidural hematoma, which the authors presumed to be due to antiplatelet therapy. The patient's symptoms were pain and paraparesis and was treated conservatively. The patient made a good recovery; mrs was 2 one year later.